Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump was received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was over 500 mg/dl. The customer was treated with shots. The customer stated that at times the pump was giving too much insulin and other times it was giving too little. The customer woke up with low blood glucose readings of 46 mg/dl. The customer was treated with shots. The customer declined to troubleshoot.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.